Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: synergy, ous, mr 2.5 x 20 mm, stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found mid to distal struts pulled and stretched in a distal direction, some pulled over distal markerband. The undamaged proximal stent od (outer diameter) was measured which is within the maximum crimped stent specification indicating that there were no issues with the crimp stent profile. Stent damage noted most likely occurred due to mishandling of the device during preparation and incorrect removal of the stent protector. A visual examination of the balloon was performed and no issues were identified with the balloon cones. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The maximum crimped stent profile was measured which is within the maximum crimped stent specification. A review of the batch records for the stent crimp force and the crimp temperature for the device also meet the specification. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issue with the extrusion. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found no damage to the tip. No other issues noted during analysis. The manufacturing crimp data for this device was reviewed and the crimping process and controls did not highlight any anomalies. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. During preparation of a 2.50 x 20 synergy¿ drug-eluting stent, when the device was removed from the package, it was noted that the stent strut was damaged. The device was not used and procedure was completed with another 2.50 x 20 synergy¿ drug-eluting stent. No patient complications were reported and the patient's status was stable.